Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - incorrect prep.

Event description:
It was reported that the procedure performed was to treat a right coronary artery that is 90% stenosed. The 2.75x48mm xience xpedition drug-eluting stent delivery system (sds) was reported not to have been air aspirated prior to use. The sds was advanced, and an attempt was made to expand the stent when air leakage was noted between the pressure pump and end of the stent [hub]. The stent only partially expanded and the sds was withdrawn with the stent. A new stent and pressure pump were used with subsequent surgery and the procedure completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.